Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as abrasions and a deep tissue injury. There was no alleged device malfunction contributing to the irritation. The patient received wound care at a rehabilitation hospital. Follow up indicated that the skin irritation improved.